Manufacturer narrative:
Actual device was not returned, as remains implanted in the patient. The physician stated the reason of the secondary intervention was progression of the abdominal aortic aneurysm, and not a device related issue. Endoleaks are a known risk of the procedure, as identified in the product labeling. The device instructions for use indicate under warnings and precautions: an increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft such as due to negative remodeling of the aneurysm or disease progression) should receive enhanced follow-up. Patients experiencing reduced blood flow through the graft limb and/or endoleaks may be required to undergo secondary interventions or surgical procedures. Review of the device history records could not be performed because the model and lot number information were not known by the reporter. Based on the available information, there is no evidence that this complaint is due to a manufacturing issue.

Event description:
It was reported that approximately 76 months post implant of a bifurcated device, a follow-up computed tomography scan revealed a type I endoleak. The patient was treated with a suprarenal aortic extension which successfully corrected the endoleak. Reportedly, the physician indicated the disease had progressed through the years which caused the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.